Event description:
It was reported that the cartridge was leaking from an undefined location. The customer declined to complete the check at the time of report. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.